Event description:
Reporter alleged customer obtained discrepant blood glucose results of 236 mg/dl back to back with a result of 116 mg/dl when testing was performed 2 minutes apart at 6:42 pm on the aviva system. Reporter stated customer was not experiencing any hyperglycemic symptoms during the time of the testing and had not eaten since lunch. No actions were taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.